Manufacturer narrative:
The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 381423 lot # 3340239 it was reported that the bd insyte autoguard bl 22ga x 1.0in leaked. The following information was provided by the initial reporter: "the staff is saying that blood is leaking out of the catheter when it just supposed show the flashback and no blood should leak out." Verbatim: rcc received a complaint via email. Email(s) attached. Item: 381423 quantity affected: 1 bx serial/lot number: (B)(6). Po : 4517199442. Are any samples available for return? Yes reported issue: per the account: "the staff is saying that blood is leaking out of the catheter when it just supposed show the flashback and no blood should leak out".

Event description:
No additional information

Manufacturer narrative:
Investigation results: the complaint of a leak could not be confirmed from the representative 22ga insyte autoguard units that were received in sealed unit packages from lot #3340239. A functional test revealed no leaks in the IV catheters. The product IFU indicates the use of a tourniquet and venous compression beyond the catheter tip after tourniquet is released. The implicated product does not contain the blood control technology. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.